Manufacturer narrative:
The investigation into the reported "delivery issues" has been completed. The product was returned for investigation. The device was visually inspected and found there were kinks observed on the catheter near the motor housing and on the cannula. As per clinical investigation, the physician was trying to insert a 5.5 via right axillary artery. It was noted that the patient had tortuous vessels. The investigation determined that the root cause of the issue was related to the patient's tortuous vessels. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a failure to deliver the device due to 77-year-old female patient¿s anatomy. It was noted that the device would kink during attempts to advance the device. The pump insertion was aborted and an impella cp was used without further issue. There was no harm to the patient.